Event description:
Descending artery lesion was crossed with a roto floppy wire with the aid of a backup balloon. A 1.23 mm bur was brought to the ostium of the left main. An attempt was made to rotoblade the left anterior descending artery, however, the wire immediately sheared off suggesting that there was a kink in it. The end of the wire was in the aorta and could not be identified. At that point it was felt best to terminate the case. Keep the pt on heparin, and bring her back for removal of trhe roto floppy wire in the future. At the end of the case, the pt was hemodynamically stable. She remained on a vent as she was prior to the procedure, and on a balloon pump. Fractured rotablator wire.